Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomaly, back light anomaly and charge or battery lasts less than expected anomaly due to buttons not responding. Device received with cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the esc button was sticking customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms. Insulin pump was slower to rewind. Customer stated that the button on the side near the battery was missing. The insulin pump will not be returned for analysis.